Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) in dwell 3 of 4. The home patient (hp) was connected at the time of alarm and had no disconnected prior to the alarm. The technical service representative (tsr) had hp close transfer set. Tsr had hp check for leaks or open clamps on unused line. Hp stated all are okay. Tsr had hp cycle power and turn off machine. Tsr instructed hp to disconnect from the machine and discard supplies. Tsr instructed hp to contact nurse about missed therapy and alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).